Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during intervention the instrument broke off in the dynamic hip screw 280.800. A part of the instrument remains in the screw. Part number; 280.850 was then successfully implanted without a problem. There was a report of a surgical delay of forty-five minutes. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: the tip of the device was received broken off and jammed in dynamic hip screw/dynamic condylar screw. As the exact lot number is not known the present complaint cannot be fully analyzed. Dimensional inspection cannot be performed due to the damage incurred. Since the relevant feature cannot be measured accurately and the review of the manufacturing documents cannot be performed, this complaint task is judged to be indeterminate from a manufacturing standpoint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.